Event description:
Patient presented to the physician with wound dehiscence and drainage at the chest incision site. Physician brought the patient into the or, created a new incision near the initial one, repositioned the ipg, and closed. Physician prescribed antibiotics after the procedure was completed.